Manufacturer narrative:
This MDR is being submitted due to receiving a user facility report from the user. Alm s.a. Has determined there was no product failure. Getinge USA service rep was informed that the customer services their own equipment. Eval on site by getinge USA service rep resulted in discovery that the voltage setting was too high, the bulb was not correctly seated into the bulb holder and the bulbs in use were not produced by the MFR of the light. During visual inspection, getinge USA service rep identified the unit as described within this MDR. Product identification info provided by customer was found to be incorrect.

Event description:
Light bulb inside of surgical light exploded. No pt was in the room at the time of bulb explosion.